Event description:
Customer reportedly obtained results of 354 mg/dl, 118 mg/dl, and 132 mg/dl on the advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.